Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2k47-20 has a similar product distributed in the us, list number 2k47-27.

Event description:
The customer was questioning results for architect anti-tpo, specifically the 563.15 iu/ml result and provided the following the example data: sample ID (B)(6) = initial result >1,000 iu/ml; repeated dilution 1:2= 563.15 iu/ml repeated again= 1,203.73 iu/ml there was no reported impact to patient management.

Event description:
The customer was questioning results for architect anti-tpo, specifically the 563.15 iu/ml result and provided the following the example data: sample ID (B)(6) = initial result >1,000 iu/ml; repeated dilution 1:2= 563.15 iu/ml repeated again= 1,203.73 iu/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.after further evaluation, the suspect medical device was changed from architect anti-tpo reagent kit, list number:02k47-20, and manufacturing site: abbott laboratories, 100 abbot park, abbot park, il, 60064 to architect i2000sr analyzer, ln 03m74-97, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2023-00112-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect anti-tpo reagent kit, list number:02k47-20 to architect i2000sr analyzer, ln 03m74-97. MDR number 3016438761-2023-00112-00 has been submitted and all further information will be documented under that MDR number.